Event description:
During the introduction of the stent, after the customer canalized a femoral artery, the stent delivery system encountered a malfunction and only 7 proximal stents were released. The distal end remained blocked at the mounting flange. The customer was unable to remove the catheter holder with its sheath and had to release the system surgically. Although requested, no additional procedural or pt outcome information was provided by reporter.

Manufacturer narrative:
(B)(4) patient outcome/consequence is unk. Requested but not provided. Surgical procedure not specifically addressed in the provided IFU. Not labeled as difficult to release is not specifically addressed in the provided IFU. Product was returned in an open used condition. Per quality control specification, it is confirmed that the distal tip is placed and is secured to the inner catheter assembly. It is also confirmed that there is a smooth transition between tip and inner catheter assembly. In addition, it is confirmed that the tip is retracted into distal end of outer body assembly the correct distance. The provided instructions for use (IFU) contains these notes. "Note: once the stent deployment has begun, the stent must be fully deployed. Repositioning of the zilver ptx drug eluting peripheral stent is not possible since the delivery system's outer sheath cannot be re-advanced over the stent once deployment begins." "Note: if resistance is met during the withdrawal of the inner catheter through the stent, re-advance the outer sheath over the inner catheter in its pre-deployment position." An examination of the returned device reveals the marker band has come loose from the device. Glue can be seen on the device, therefore, the marker band has become dislodged. Nothing in the examination of the device could be found to contribute to the difficulties. It should be noted the distal tip of the device and the stent was not returned for examination. Based on the device examination, it is feasible that after deployment the device was pushed forward causing the marker band to catch on the stent which in turn caused the difficulties. We will continue to monitor for similar complaints.